Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause : mlc-62 - user had poor technique. Test strip (B)(4). Note: customer is not using correct technique. Customer did mention not washing hands before testing.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Customer tested back to back because first result was higher than expected. The customer is concerned with tests results from back to back blood tests of 161 and 107 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 105 mg/dl. Customer is not using correct technique. Customer did mention not washing hands before testing. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 86 mg/dl and 89 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/30/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called concerned of erratic results. Customer tested back to back because first result was higher than expected. Customer received results with a 54 point variance. Customer performed back to back blood test and says he will keep meter and call back if there are any other concerns.